Manufacturer narrative:
Qc had been running on the low side of the established ranges. Field service engineer found the reagent syringe leaking, which caused bubbles in module cup. The fse replaced reagent syringe and cleaned the module cup.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneously high creatinine (crem) results generated by synchron lx20 pro clinical system for two patients. The erroneous results were reported out of the laboratory, and questioned by the physician. Repeat testing on the same and on an alternate instrument produced lower results. The reports were amended. There was no change to patient treatment or diagnosis.